Event description:
It was reported, during a rtsa using our modular glenoid system, during the humeral cup reaming, the surgeon could not get the humeral cup reamer guide to stay within the broach. The surgeon could not get a tactile feel that the guide would stay in place and this caused him to ream higher than he wanted to. The surgeon used our back-up set to try different humeral cup reamers, but those too did not sit within the broach the way they were designed to do so. The black ring around the humeral cup reamers that allows the guide to click within the broach has been worn and defective. The case was completed by the surgeon reaming over the pin and securing the cup within the humerus and he was successful with the rtsa case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).